Manufacturer narrative:
The device was serviced at the customer site. The device passed all applicable testing with no anomalies noted. Device data was provided for review. Review of the data found that the ascites pump was running continuously. Message code 300 (recirculation pump running continuously) was triggered at 13:37 and message code 330 (frequently empty blood reservoir) was noted at 13:30. There is a high probability that the ascites tubing was not in the pump head properly, and thus the blood was not returned to the reservoir, remaining in the liver bowl, thus causing the 330 message. Once the tubing is placed into the pump head correctly, message 330 stops and message code 300 resolves once the blood in the liver bowl is returned to the circuit. The root cause of the reported event was likely improper seating of the ascites pump tubing.

Event description:
It was reported that approximately three hours into perfusion, message code 300 (recirculation pump running continuously) was noted by the device user. A significant amount of blood was noted in the liver bowl was noted along with low flows. Device user confirmed that the perfusion had otherwise been stable. It was noted that the device was coming in and out of low reservoir mode. The ascites pump was noted to not be triggering on. Troubleshooting including removing, re-wetting, and re-seating the fluid sensor tubing was performed along with confirming that the ascites tubing was well seated within the ascites pump. Following the troubleshooting, all labs and flows stabilized. The source of the bleeding was identified to be from the biopsy site. Following perfusion, the liver was transplanted.